Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, code 204, check te pad messages ) has been confirmed. Upon investigation the electrode belt trunk cable connector was cracked, damaging the 3.3v and rear pulse wires. The cause of the code 204 was an inability to communicate with the monitor due to the open 3.3v wire. The cause of the check te pad messages was the open pulse wire. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the damaged connector.

Event description:
A us distributor returned a patient's electrode belt had a damaged connector and was causing service code 204 (belt/monitor unusable) and check therapy electrode messages.